Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 508mg/dl. The mother stated that the customer is disconnected at the present time, and she is treated with manual injections. Troubleshooting was performed. The mother stated that the customer started throwing up uncontrollable. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.